Event description:
It was reported that the tubing of the bd saf-t e-z set¿ bl standard was damaged. The following information was translated from portuguese to english: scalp with glued/damaged extension, not providing conditions for aspiration of biological material.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 38732614 and lot number 2237036. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined at this time.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd saf-t e-z set¿ bl standard was damaged. The following information was translated from portuguese to english: verbatim: scalp with glued/damaged extension, not providing conditions for aspiration of biological material.